Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. Shipping records were reviewed and no damages were found. The returned sample and placement of the arterial filter was reviewed and suggested that damage may have occurred during shipping, or through user handling. Terumo will review the next build for this pack, and has recommended to ship palletized. The complaint will be included in associate awareness training. No lot number was reported, therefore, no device history record review was performed. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the purge port on the arterial filter broke off. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.